Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that vessel trauma and blood loss occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat an occlusion. During the procedure, the infusion sheath of the device became detached. The catheter severely injured the vessel which resulted in heavy bleeding. The bleeding was successfully stopped, and treatment was completed. There were no further patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 patient codes: updated. H6 impact codes: updated. H6 device codes: updated.

Event description:
It was reported that vessel trauma and blood loss occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat an occlusion. During the procedure, the infusion sheath of the device became detached. The catheter severely injured the vessel which resulted in heavy bleeding. The bleeding was successfully stopped, and treatment was completed. There were no further patient complications. It was further reported that a 2.4mm jetstream xc catheter was selected for use in a rotational endareterectomy in cross over from left to right. Two successful passages were made with the jetstream xc catheter in blades-down mode, and 1 more pass was made in blades-up mode. When retracting the catheter, it became stuck on the guidewire. The catheter and guidewire were then removed together which resulted in the loss of wire access. Upon inspection of the jetstream xc catheter, it was noted that the sheath was detached from the tip. At this point the procedure had been completed. However, while the patient was in the recovery room a drop in blood pressure occurred, and a hematoma. An aorto-femoral bypass was performed.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device eval by MFR: the device was returned, and analysis was completed. The returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination of the device revealed that the infusion line is separated from the tip. The infusion line is buckled at the separation. The inner shaft is separated and there is buckling on it. Microscopic examination of the device did not reveal any additional damages. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that vessel trauma and blood loss occurred. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat an occlusion. During the procedure, the infusion sheath of the device became detached. The catheter severely injured the vessel which resulted in heavy bleeding. The bleeding was successfully stopped, and treatment was completed. There were no further patient complications. It was further reported that a 2.4mm jetstream xc catheter was selected for use in a rotational endareterectomy in cross over from left to right. Two successful passages were made with the jetstream xc catheter in blades-down mode, and 1 more pass was made in blades-up mode. When retracting the catheter, it became stuck on the guidewire. The catheter and guidewire were then removed together which resulted in the loss of wire access. Upon inspection of the jetstream xc catheter, it was noted that the sheath was detached from the tip. At this point the procedure had been completed. However, while the patient was in the recovery room a drop in blood pressure occurred, and a hematoma. An aorto-femoral bypass was performed.